Event description:
It was reported that the implant was missing from the vial. The implant and the little post was missing. The issue was found during a procedure but had another implant available to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided.

Manufacturer narrative:
Zimvie received empty packaging for one (1) tsx6b13, (tsx implant, 6.0mmd, 13mml) for evaluation. Visual evaluation / functional test was performed, the packaging was observed already opened. The outer vial tamper seal was broken. The inner vial only contained the cover screw, the implant and alignment pin were missing / not returned. The coob is non-verifiable as the condition of the product / packaging received by the customer is unknown / non-verifiable. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1280508. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1280508 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. The customer did/did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00308-pfmea, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The implant package returned opened and empty. The reported event is non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.